Event description:
It was reported that the patient's pump was dead. It was noted that the battery was depleted, and that the physician complained about the 7 year hard stop on the pump. It was not shared what happened to the patient. The pump event logs contained an elective replacement indicator (eri) message with a schedule to replace by date of (B)(6) 2012. The pump event logs also contained an end of service (eos) message, and stated a "terminal event occurred in the pump." The device system was used to deliver lioresal. It was noted that the patient status after device removal was recovered without sequelae.

Manufacturer narrative:
Analysis of the pump (B)(4) revealed a pump motor gear train anomaly corrosion.

Manufacturer narrative:
Product ID: 8731, serial# (B)(4), implanted: (B)(6) 2005; product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).